Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an electrical sock. It was reported at an unspecified time when the nurse was removing the device was in clinical use, the nurse received an electrical shock while unplugging the ac power cord from the ac power outlet. No specific details were provided. After an unspecified length of time, the nurse went to the emergency room for eval. The customer contact reported the nurse "is pregnant and required additional monitoring per recommendation of her provider." There were no reported adverse effects to the nurse or the fetus. No medical interventions were required. During testing at the user facility, the device and the ac power outlet passed testing. Though requested, no additional info was provided.